Event description:
It was reported that there was a check IV set error. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken patient side pressure sensor, corroded left and right iuis, lvp rear case recall complete. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/08/2008 to the present date 01/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor ¿ 12 pack. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: pa-2014-0026 for lvp pressure sensor. CAPA #: ca-2018-0161 for iui conn issues. H3 other text : device has been serviced.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 10/08/2008 to the present date 01/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that there was a check IV set error. There was no patient involvement.